Event description:
I was bought to have a femoral hernia in 2008. They operated and called it an indirect hernia in the crease of my thigh. The pain has increased greatly over the years. I complained weeks, months, now years later and was told by the dr to just wait and see if the pain dissipates the pain in the crease of my leg shoots down my leg and throughout my thigh; it is horrific, shooting pain, I cannot sleep, walk, have sexual relations, sit, or lead a normal life as the pain is no bad. I went through a divorce as a result of this. Surgery history: my surgery date was (B)(6) 2008, using the prolene hernial system. I visited the dr and called repeatedly telling him of the agony I was in. He continued to tell me to wait. Prior to that surgery I had colon surgery and not sure what he used for laparotomy and rectosigmoid colectomy, (B)(6) my report does not show what he used. I had colon pain for many many years after this surgery as well. Told the mesh is now attached to scar tissue and cannot be removed. Pain results with every movement and even while remaining still.